Manufacturer narrative:
Result code: gas cylinder.

Event description:
It was reported by service report that the fowler will not lower all the way and that the gas cylinder was leaking. No patient involvement or adverse consequences are reported.